Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. The reporter states the pt had labile blood glucose for about a month with many unexplained highs. On the same day, his blood glucose climbed to >500 mg/dl. He was hospitalized and treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.